Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient is seeing settings not available on their controller. The patient was trying to increase their settings when she got the message. The patient mentioned she had a surgery on friday that is not related their device. The patient has no other groups to try. The patient reported she is in severe pain. The pain started yesterday and she struggled all day till now. The patient mentioned she was fine until she started hurting yesterday. This was considered to be a sudden change in therapy/symptoms. No further complications were reported. No additional patient symptoms were reported.